Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the inner housing/opening as well as the teeth broke off into the pt. It was further reported that there were no adverse consequences to the pt.